Manufacturer narrative:
Failure mode - broken product. Root cause - not determined. Conclusion code - indeterminable. 10-21-2024: DHR for item# 403343 batch# 07150828 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the v3 ring narrow (yellow) 2 pack. Work order (B)(4) is the packaging work order which utilized 2 over-molding of the springs to rings production work orders/runs item# (B)(4) batches 06849803 (v5 ring narrow ¿ triodent; mfg 06-2023) & 06849804 (v5 ring narrow ¿ triodent; mfg 06-2023). The over-molding work orders is only to mold the tynes to the spring. DHR review for both overmolding work orders did not indicate any production issues, nor any comments noted with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-ip-7.5-60-58. (Nwv). 10-21-2024: final packaging product retains are not kept as per normal procedure. Ring over-molding retain from item# 220003 batches 06849803 & 06849804 were pulled, reviewed, and deemed acceptable as per 0290-ip-7.5-60-58 and meet all form/fit/function. (Nwv)

Event description:
In this event it is reported that v3 ring narrow (yellow) 2 pack broke during use. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.